Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the reporter on (B) (6) 2010, and obtained the following information. The patient's mother reported that on (B) (6) 2010, at 3:00am, the patient woke up feeling shaky. In response to the symptoms, he tested his blood glucose with the subject meter and obtained a result of "59 mg/dl." In response to the symptoms and low result, the patient's mother stated that the patient ate something. Fifteen minutes later, he retested and obtained a result of "188 mg/dl." The reporter claimed that at the time the patient treated self for the low glucose, he also bolused (amount of insulin unk) based on the amount of carbohydrates he was going to have; however, she was unaware of the bolus. At 5:00am that same morning, a reporter stated she retested her son's blood glucose and obtained a result of "353 mg/dl." The patient's mother stated she gave him a bolus of insulin (amount not recalled) at the time of that result. At approximately 7:30am, the patient once again woke up feeling shaky, hot and sweaty. At the onset of symptoms, his blood glucose was "39 mg/dl" when tested with the subject meter. The patient immediately treated self with food. At 7:45am, after self-treatment, he re-tested again and obtained a result of "374 mg/dl." At 8:00am, he then tested with another device (contour) and obtained a result of "255 mg/dl." The reporter confirmed there was no interference between the two tests. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30%. The patient's mother informed the mss that she believes the latter symptoms were as a result of administering the patient a bolus he should not have received. The reporter explained that the patient should only bolus one time at night; however, she accidentally gave him an additional bolus at 5:00am which most likely caused the low symptoms later that morning. Prior to the first low glucose event that morning, the patient's mother reported that the patient had obtained a blood glucose reading of "281 mg/dl" with the subject meter the night before at approximately 9:00pm. The reporter claimed that the patient had been running high for 1 week prior to contacting lfs. The patient did not develop symptoms suggestive of a high glucose; however, had tested moderate for ketones at the time he was obtaining higher than normal readings with the subject meter. At the time of troubleshooting, the cca noted the reporter did not have control solution to test the subject meter. Although the patient reportedly developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient was symptomatic prior to when the alleged issue began. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs accuracy criteria.